Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect medical device may not be returning for engineering evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges that during the removal of a drainage catheter that was implanted on (B)(6) 2023, the attending medical staff noticed that the hub of the catheter was broken, and the tip of the catheter had detached within the patient. The physician successfully excised the foreign body with a vascular snare device. No additional patient consequences to report.